Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, visual inspection found no abnormalities in the appearance, actual machine check did not reproduce the reported problem, the screen had scratch, and the bezel was cracked. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the high-definition lcd monitor had no image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the image failure could not be determined. Olympus will continue to monitor field performance for this device.